Event description:
Footswitch pedal sticks and device stays activated when foot is not on the pedal. The sticking pedal allows energy to continue coming from the electrosurgical pencil. There was no patient injury as a result of this incident.

Manufacturer narrative:
The returned footswitch was evaluated. It was determined that the footswitch was not sticking but was malfunctioning in that power would continue to flow to the pencil after the footswitch was released. This could be duplicated when the footswitch was released very slowly. This problem only affected the coagulation side of the footswitch. The cut side functioned properly. Investigation of the returned sample also revealed some deformation of the coagulation side of the footswitch, possibly due to excessive or off-center force or weight. The reed switch in the footswitch is also being evaluated as a possible cause or contributing factor to the failure. The subject reed switch has been sent to the component manufacturer for investigation. (B)(4).